Manufacturer narrative:
D4: the part number / model number, lot number and product reference code or product sizing information for product unfortunately was unknown. The end user only stated that due to unknown company's barrier, she experienced bleeding on skin with irritation. The end user was unable to provide the exact international commodity code (icc). Therefore, 125271 has been captured as model number. The event is considered misuse. End user was using small size product for the stoma. Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
This emdr is being submitted for unknown number of barriers out of unknown number of boxes with unknown lot number and reference number. The end user reported that over one year ago, she experienced bleeding on skin with irritation which was cauterized by her doctor. She stated this was due to unknown company¿s barrier being "too small and rubbing on my skin" at the edge of the stoma. There was no injury or bleeding from stoma. Further, reported that she used the barrier for several "years" with transient irritation. She was seen by ostomy nurse and began using larger appliance. Also, due to time lapse she was unable to provide further details. She has not had irritation or bleeding for at least one year. Stoma size currently is an estimate at 45-50mm. No photo is available at this time.